Manufacturer narrative:
Additional information: b5, g3, h6, rfr code (failure unknown) additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the flange of the tracheostomy tube was detached from the tube during a pre-test at a hospital. Fifteen tubes with the same lot number were also returned. There was no patient involved.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the flanges of the sixteen tracheostomy tubes were detached from the tube. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the flanges of the sixteen tracheostomy tubes detached from the tube during a pre-test at a hospital. There was no patient involvement.

Manufacturer narrative:
Concomitant products: 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot# 202405258x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the flange of the tracheostomy tube detached from the tube during a pre-test at a hospital. There was no patient involved.